Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate/sense channel. This noise was sensed by the device, and resulted in asymptomatic pacing inhibition. Inappropriate shock therapy was not delivered by the device. A guidant technical services (ts) consultant discussed that the clinical presentation is suggestive of high voltage lead reversal in the header, and recommended an invasive evaluation to confirm. This device was reportedly programmed to least sensitivity. To date, there have been no reported patient symptoms associated with this clinical observation.